Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced a dark image with vignette on the left during set-up/ inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, h2, h3, h4, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In in addition, the following reportable malfunctions were identified during the device evaluation: there is dirt on adapter. Based on the results of the investigation, there was a dark image with vignette on the left due to poor contact of camera unit. However, a probable cause for dirt on the adapter could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.